Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Lab analysis confirmed a distal bond peel but remained intact to the device. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual examination found an overflow lifting of material at the distal bond. During functional test, a 0.018¿ laboratory guide wire was unable to pass through the proximal section of the balloon, thus the balloon was inflated to 8 atm with no support. Under microscopic inspection of the balloon, the inner member was severely stretched and kinked. In addition, the inner layer of the inner lumen was delaminated distal to the proximal bond. Based on the lab analysis, it is probable the user applied some degree of force resulting in the damaged distal bond. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
When loading the angiosculpt catheter over the guide wire to treat the patient for vascular access intervention therapy (vaivt), the physician felt resistance. However, the physician was able to push the catheter to the lesion. The balloon was inflated without any problems and the procedure was completed.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.